Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use in a lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the scrub tech noted that the laser body broke upon removal from the package. A second flexiva 200 tractip laser fiber was opened and the same issue occurred. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.